Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the set and use manual injections per md protocol. Suggested the customer to use different set to see if that helps with bgs.